Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at the base, and the broken piece was returned with the instrument.

Event description:
It was reported that during a da vinci-assisted laryngoscopy surgical procedure, the customer noted that the front end of the harmonic ace instrument was broken and unusable. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No fragments fell inside the patient during the procedure. There was no patient harm, injury or adverse outcome due to the alleged product issue.

Event description:
Refer to h10/h11 for follow-up information.